Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a potential infection due to difficulty in healing of the pocket site. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected and nothing happened during the recent procedure that may have caused or contributed to the symptom. The patient was doing well postoperatively.